Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room with diabetic ketoacidosis (dka). This is the second day the patient ended up in the emergency room. Patient¿s blood glucose (bg) levels reached 432 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). The patient was treated with an intravenous 8 units, intravenous drip with humulin insulin, fluids, and water. Patient had large ketones and now it is moderate. The patient¿s ic ratio was changed the day before. Patient¿s history: 8am bg 248 mg/dl, 59 g carb, 6.35 bolus; 9:50 70 g, 4.65 units; 10:55 17 g carb, 1.10 units; 12:28 bg 225 mg/dl, 1.75 units; 4:28 bg 214 mg/dl, 1.90u; 4:57 35g, bg 221 mg/dl, bolus 2.65 units; 7:30 bg 432 mg/dl, bolus stopped, 5.5 units was stopped; 8:56 bg 428 mg/dl no bolus.